Event description:
Brake failure during a routine maintenance lateral pull test.manufacturer response for med/surg bed, stryker (per site reporter): service representative will be sent to replace brake kit components.